Event description:
A consumer's husband called to report that his wife is unable to see clearly at any distance following bilateral intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported a yag laser procedure had been performed for posterior capsule opacification. The consumer reported ghosting as the reason for her inability to see distance and near. She also sought a second opinion and was told the ghosting was due to the amount of astigmatism in each eye. She was given prescription glasses and is being followed up by the second surgeon. There aer two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. Additional info was requested on 08/24/2009 and 09/08/2009 by phone, fax, and mail. A completed questionnaire was received on 09/14/2009. This report was mailed to FDA on: 09/18/2009.